Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on 13-feb-2008 with additional information obtained by (B)(4) call to consumer on 19-feb-2008: this case concerns a (B)(6) female consumer who received a single treatment with poly-l-lactic acid (sculptra) in (B)(6) 2007 (exact date and dosage unspecified) as a cosmetic procedure. (Lot number and expiration date unknown.) The consumer reported that she developed a "white long bump," also described as a lump, between her top lip and nose, at what she thinks was the place "where the needle went in." Onset of the event was reported as approximately 6 months ago. At the time of this report, the outcome of the event was ongoing. She has not received any treatment at this time. Her physician has recommended that she have a biopsy to find out if the lump is related to poly-l-lactic acid or is perhaps cancerous, but thus far the consumer has refused, since she believes it might be related to the poly-l-lactic acid injection, and is looking for other alternative. As of (B)(6) 2008, she will be following up with her physician in the next 2 days for further analysis. Medical history included hypertension, which is well controlled; concomitant medications: antihypertensives, nos. No known allergies. No further medical information was provided at the time of this report. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Batch record review without hint to root cause. No faults, defects, or damages detectable. Conclusion: no faults detectable.